Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient hooked up to the mobile power unit (mpu) at night the mpu was malfunctioning and kept saying no external power and a red heart alarm, which started at 04:00. The patient insisted that both cables were fully engaged. The patient stated that sometimes the mpu beeped when plugged into the wall, sometimes it did not, and was working intermittently. The mpu was exchanged and the alarms resolved. The patient did not experience an pump related symptoms or alarms and the pump was reported to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)). The returned unit was evaluated at service depot and testing revealed that no external power alarms activated while manipulating the patient cable. The issue was isolated to the returned patient cable during testing. The patient cable was replaced and the issue resolved. The unit was then functionally testing without any issues and the mpu was returned to the customer. The patient cable was forwarded to product performance engineering (ppe) for further testing. During testing of the mpu by ppe, intermittent no external power alarms were observed while manipulating the patient cable; the system controller backup battery supplied power to the system during the alarm. The patient cable was then tested and it was observed that the gray wire, which is associated to the relative state of charge (rsoc) line, was shorting to the cable shielding when manipulating the cable. Minor dents were observed on the outer jacket of the forwarded patient cable. The jacket was opened underneath the noted damage and small tears were observed on the underlying layers of the patient cable. Further inspection of the underlying wires revealed exposed conductors on the gray wire. There was a potential for contact between the rsoc wire and the patient cable shielding; physical contact of the exposed rsoc wire and the cable shielding would result in the reported alarms. No other issues were observed. The reported event was determined to be due to an electrical short between the rsoc wire and the cable shielding; however, the root cause of the damage on the patient cable could not be determined. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", and heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was not confirmed. The mobile power unit (mpu) (serial number: (B)(6) was not returned for evaluation and no log files were provided. It was noted that the mpu would be returned for evaluation; however, the mpu has not been returned to this date. It was communicated that it is unknown if the mpu was shipped back to abbott. This pi-main will be reopened at a later date if the mpu is returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ac power cord did not become disconnected from the wall outlet or the back of the unit and that there were no power outages during the alarms.